Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer was experiencing elevated blood glucose (bg) levels 300-403 (mg/dl) over the past 3 weeks. Contact stated the suspected cause was the customer going through puberty and hormonal changes. Customer is working with their healthcare provider (hcp) to adjust pump settings to address elevated bg levels. System check with tandem technical support indicated the pump was performing as intended.